Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a reading of 90 mg/dl, while the patient reported feeling dizzy, nauseous, and generally ¿unwell.¿ the patient vomited twice and performed a bg meter check, which showed 430 mg/dl. The patient self-administered 5 units of insulin via a tandem insulin pump and subsequently sought care at the emergency room (ER). Upon arrival at the ER, the patient¿s bg meter reading was 415 mg/dl; the cgm was not evaluated. The patient received treatment including IV insulin drip, IV fluids, and anti-nausea medication. The ER stay lasted approximately 12 hours, after which the patient was discharged. At discharge, the bg meter reading was 150 mg/dl, and the cgm had been removed. The patient reported feeling ¿better but still weak¿ at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.